Event description:
It was reported that during a stenting procedure, a perforation occurred in the left circumflex/marginal artery. The perforation was not caused by an abbott device. A 3.0x12 jostent graftmaster otw stent and a 3.5x16 jostent graftmaster stent were deployed for treatment of the perforation. Reportedly, the perforation was not sealed immediately after stent deployment; however, the perforation did eventually seal. The physician stated, "it just took some time". There was no other intervention performed and the patient condition was reported as good. No additional information has been provided.

Manufacturer narrative:
(B)(4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stents were not overlapped sufficiently or did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. Although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Jostent graftmaster (part 12744-12, lot 80339). The jostent graftmaster (part 12744-12, lot 80339) is being filed under a separate medwatch MFR number. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.